Manufacturer narrative:
Trcakwise # (B)(4). The device was returned to the factory on 01/15/2020. An evaluation was conducted on 02/04/2020. Signs of clinical use and heavy amounts of blood was observed on the heater wire. The heater wire was observed to be completely flexed and twisted away from the hot jaw, remaining attached at the base with detachment at the tip. The silicone insulation on the tip of the hot jaw was observed to be peeled away, exposing the metal tip of the hot jaw. The peeled away silicone was not returned for evaluation. The flexible shaft of the device was observed to be bent at the center of the shaft. No other visual defects were observed. Based on the returned condition of the device, the reported failure "peeled" was confirmed as well as for the analyzed failures "material twisted/bent wire" and "material twisted/bent shaft". The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro small part grey silicone tip of one side of the jaws became removed. A small piece appeared to be missing but it was not found. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro small part grey silicone tip of one side of the jaws became removed. A small piece appeared to be missing but it was not found. A replacement device was used to complete the procedure. The hospital did not report any patient effects.